Event description:
It was reported that the device recorded high voltage lead impedance on two different implanted rv leads. An rvc - can egm was observed on the programmer during isometrics and there was no noise noted on the new lead. Pocket manipulation was attempted and no noise noted on the egm. A chest xray was obtained and it showed no obvious issue. The physician decided to explant the device. During explant, two test shocks were delivered and high voltage impedance was observed. It was noted that the patient's chest did not jump with either shock and it did not appear on the egm that a shock was delivered. The device was explanted and replaced. The patient was stable at all times before and after the procedure.

Manufacturer narrative:
The reported field event was confirmed in the lab. X-ray inspection was performed, and the cause of the anomaly was determined to be due to a break along the rv df4 feed thru wire. This is believed to be the cause of the confirmed hv output and impedance anomaly.